Event description:
A philips employee became aware on 10sep2025 of a journal article titled "the hidden perils of laser lead extractions: managing internal mammary artery perforation". The article retrospectively reviewed a lead extraction procedure to remove a right ventricular (rv) and a right atrial (ra) lead, due to non-function and frequent ventricular tachycardia. The leads were prepped with locking stylets (manufacturer unknown) to provide traction. Utilizing a spectranetics 16f glidelight laser sheath, there was difficulty advancing the device, and hemorrhaging was observed. The patient¿s blood pressure dropped; however, was controlled with fluids and blood products. Intraoperative diagnostic angiography confirmed a perforated proximal left internal mammary artery perforation into the superior mediastinum and fistulization with the left proximal subclavian vein. Rescue efforts began, including balloon and non-philips detachable coils. Angiography confirmed successful control of the hemorrhage, and closure of the fistula. A new rv lead was implanting, abandoning and capping the old lead. The patient survived the procedure. The date of procedure was not listed for this event; therefore, 05sep2025 has been used, the date the journal article was submitted. This report captures the 16f glidelight device in use when subclavian fistulization and left internal mammary artery perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from journal article. A3b) patient gender - not available from journal article. A4) patient weight - not available from journal article. A5/a6) patient ethnicity/race - not available from journal article. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from journal article. D4/h4) the lot number was not provided, thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. E) initial reporter and address - not available from journal article. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.